Manufacturer narrative:
The manufacturer did not receive device or other source documents for review. One picture and one x-ray were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb plate for femur, right, 13 holes on the right side on (B)(6) 2015. The patient was revised on (B)(6) 2016 due to the fracture of the plate.

Manufacturer narrative:
Investigation results were made available. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend identified. Review of event description: it was reported that a ncb plate was implanted on (B)(6) 2015 and revised on (B)(6) 2016 due to a plate breakage. Review of received data: a picture and a x-ray picture were provided for review. Both pictures show a breakage of the plate. The breakage occurred through a plate hole in the middle part of the plate. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: inspection plan was reviewed: the characteristic feature ¿werkstoff / material: protasul-64 / iso 5832-3¿was 100% checked for qualitative examination. Root cause analysis: root cause determination using risk management worksheet: breakage of implant due to movement between implants leads to notching / fretting: possible, it is possible that there was movement which lead to notching; breakage of implant due to inadequate implant design and material (fatigue strength - lifetime of the device) not possible: a design issue would have been detected during the trending procedure; breakage of implant due to chemical / galvanic / crevice corrosion of material: possible, no devices returned for investigation. Therefore, this point cannot be excluded; breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible: the provided x-rays does not show a mal position of the plate; breakage of implant due to wrong interpretation of x-ray template for dimensions not possible: the provided x-rays does not show a mal position of the plate; breakage of implant due to user perform inadequate force to the plate: possible, the surgical procedure is not described. No surgical report was provided; breakage of implant due to user define incorrect placement of the spacers and plate: possible, the surgical procedure is not described. No surgical report was provided; breakage of the implant due to user performs inadequate forces to the plate: possible, the surgical procedure is not described. No surgical report was provided; breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw: possible, no devices returned for investigation. Therefore, this point cannot be excluded; breakage of the implant due to user perform improper handling of the plate during insertion: possible, no devices returned for investigation. Therefore, this point cannot be excluded; breakage of the implant due to user read/interprets wrong screw depth not possible: the placement of the screws do not show a abnormality; breakage of the implant due to user read/interprets wrong screw depth not possible: the placement of the screws do not show a abnormality; breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction: possible, no information about postoperative protocol provided; breakage of the implant due to patient do not follow the postoperative protocol: possible, no information about patients condition provided; breakage of the implant due to patient do not follow the postoperative protocol: possible, no information about patients condition provided. Conclusion summary: the devices were not received for investigation; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).